Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medronic indicated that the customer that insulin pump received multiple pump error alarms. The customer stated they were unable to clear the alarms and were not able to complete the pump rewind. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.